Manufacturer narrative:
There is no further information available at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacing system is scheduled to be extracted due to a patient infection. It was noted that one of the lead's had broken in half and remains in the patient. The patient is currently in the intensive care unit on a ventilator. The physician will attempt to go back in to remove the rest of the pacing system within the next week.